Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. While in the ER, the customer was treated with intravenous fluids. The customer was released from the hospital with no permanent damage. Reportedly, a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate method of insulin therapy.